Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d1. The device was returned to the factory for evaluation on 06/11/2025. An investigation was conducted on 06/19/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The aortic cutter was observed to be in a deployed state. There were no visual defects observed on the intact aortic cutter. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000440757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not deploy fully when button was pushed. The patient was not injured and no additional time was needed to complete the case. Another device was pulled from the shelf and used successfully to complete the case.